Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no alert/notification occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6) 2025, the patient missed an alert because of no audio output (no audio alarm) from the mobile device. According to the report, she stated that the app did not alert or alarm. It was around 3:00am when the spouse called the ambulance for help because she was unconscious. She said that she was not sure, but the continuous glucose monitor (cgm) may have been low. No fingerstick (fs) was done at that time. When emergency medical technicians (emt) came, they did a fs, and it showed 32mg/dl. She was given IV then the reading showed 130mg/dl on the app. She cannot remember how long she was unconscious but eventually regained consciousness. She could not provide more information about the event since she was unconscious and did not know what happened during that time. At the time of the report, the patient was fine. Performance data was reviewed. The allegation was confirmed as no audio output. The probable cause is alert disabled, vibrate only, match phone, always sound disabled, or override mode/quiet mode. No additional patient or event information is available.